Manufacturer narrative:
Insulin pump passed the displacement test but failed during self test due to other electronic mother board defect.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had external flash crc error. Customer's blood glucose level was 230 mg/dl. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.